Event description:
It was reported that during a lead revision due to low hvli, and after positioning the lead multiple times, high pacing lead impedance and low hvli were still noted. The physician elected to turn off high voltage therapy until the situation could be resolved. The surgery was concluded. That night, nurses on duty observed the patient in vt, resuscitation was started but was unsuccessful. Patient expired. Physician reported that the patient previously had faster ventricular tachycardias that the patient had been rescued from in a hospital setting during testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly was found.